Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be magnetic resonance imaging (MRI) exposure without enabling the MRI settings. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.